Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 14f amplatzer amulet delivery sheath. During the procedure, the device was partially retracted and repositioned several times to achieve the correct position. The device was positioned within the functional criteria and was successfully implanted. The patient remained hemodynamically stable throughout the procedure. 24 hours later on (B)(6) 2022, the patient had a pericardial effusion, which was then drained using pericardiocentesis. It is believed that the pericardial effusion may have been caused by a perforation of the appendix was manipulating the device. On (B)(6) 2022, the patient died. Certificate of death is not available. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.